Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spine/back and malignant pain. It was reported that the communicator was not working. Caller stated that the communicator was fully charged but when they turn it on it was not responding. Agent had caller reset the communicator, but it was not turning on. Agent had caller plug the communicator into the ac power supply and the light turned orange. Agent instructed the caller to monitor and call back if the issue persists. Caller called and stated that they were able to fully charge the communicator but once they unplug it from the ac power supply they can no longer turn the communicator on. Agent tried to walk the caller through turning on the communicator but it was not working. The issue was not resolved. A request was sent to repair. Caller called back stating he cannot get the new personal therapy manager (ptm) to pair to his ptm / pump. Technical services tried to walk patient through connection and connected patient to healthcare it (hcit) for assistance. Caller and patient called stating they were not able to get the new communicator to connect to the handset and that they need a new communicator. Agent had patient power off the communicator. Agent had patient toggle off mobile data and toggl e on location and restart the handset. Patient was able to pair the handset and the communicator and was able to request/receive a bolus. Patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# )=(b)(6 implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6), ubd: 20-nov-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the communicator found micro usb charge port is loose, electrical failure and device is not power on after 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.